Manufacturer narrative:
No medical records were provided to the manufacturer. Photos were provided and are currently under review. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure of the renal artery, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. Manufacturing review: based on the available information and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the sample evaluation the reported deployment issue could be confirmed. The stent graft was found partially released and the outer sheath was found elongated which indicated that high friction was present and subsequently resulted in an outer sheath fracture. An indication for a manufacturing related issue could not be identified. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The product is indicated for use in the iliac and femoral arteries.

Event description:
It was reported that during a stent graft deployment procedure of the renal artery, the stent graft allegedly failed to deploy. It was further reported that the procedure was completed with another device. There was no reported patient injury.